Event description:
A discordant immulite 2000 toxoplasma igg result was obtained on a patient sample. The result was reported to the physician. Upon retest, the correct result was reported to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant toxoplasma igg results.

Event description:
A discordant immulite 2000 toxoplasma igg result was obtained on a patient sample. The result was reported to the physician. Upon retest the correct result was reported to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant toxoplasma igg results.

Manufacturer narrative:
A siemens global product support specialist (gpss) evaluated the immulite 2000 instruments data. Analysis of the instruments data indicates that the cause for the discordant toxoplasma igg results is unknown. Siemens in currently investigating the issue.

Manufacturer narrative:
A siemens global product support specialist (gpss) evaluated the immulite 2000 instruments data. Analysis of the instruments data indicates that the cause for the discordant toxoplasma igg results is unknown. Siemens in currently investigating the issue. Updated (B)(4) 2012: siemens has investigated the issue and has determined that the frequency of the false positive patient results reported is within the IFU specificity claim of 99.4% for the immulite systems toxoplasma igg assay.